Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the needle from the transfer guard was broken in the reservoir. It was mentioned that the customer was hospitalized with low blood glucose. No further information was provided.